Manufacturer narrative:
Due to device failing during surgery, it was determined that this event is reportable.during a review of our files, it was found that this incident had not been reported to the FDA.

Event description:
Customer reported that the lipofilter imploded during surgery. No injuries were reported.